Event description:
Customer circled yes on safety seal recall response form for a question of malfunction. "Shredding" was hand written in. Customer responded there were no reports of injury to patient or user with these seals. No additional information obtainable from the customer.